Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump touchscreen had delayed response to touch. No impact to the customer's blood glucose. Customer continued to use the pump for insulin delivery.